Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# v013204, implanted: (B)(6) 2006, product type: lead. Product ID 377775, lot# v013204, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the implant was at end of service. The patient went to the physician and the end of service was identified. The full system was replaced and the issue was resolved at the time of this report. No patient symptoms reported. If additional information is received a follow-up report will be sent.